Event description:
It was reported to medtronic neurosurgery that the patient had a surgery in (B)(6) 2011 and a second surgery due to an embolism. According to the report, the patient was implanted with the device due to a cerebral hemorrhage on (B)(6) 2013. The report stated that the patient had inflammation of the scalp and the device was explanted on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.